Event description:
On 11/19/96, co was notified that there were no further complications from the event. The patient recovered and was discharged from the facility.

Manufacturer narrative:
The iab was received for evaluation in two pieces. The first piece consisted of approx. 9.5" of balloon membrane (corresponding inner lumen not present) and the second piece consisted of approx. .5" of membrane and attached catheter tubing, inner lumen, and y-fitting. Blood was noted on the exterior of the device and within the inner lumen. A kink was noted in the inner lumen at the proximal taper. Underwater leak testing revealed no leaks in the returned pieces of balloon membrane or inner lumen. It was not possible to pump the iab on the laboratory system 90 due to the condition of the balloon membrane. Probable cause of difficulty: it was reported that the device had to be surgically removed from the patient yet no blood or leak was found in the returned portions of the balloon catheter to account for this encountered problem. Although conjectural, it is possible that the patient's anatomy contributed to the reported difficulty or that the membrane became "bunched" when the attempt was made to remove the device from the patient's artery. This membrane "bunching" could have contributed to the reported problem.